Event description:
It was reported that the implantable pulse generator (ipg) triggered elective replacement indicator (eri). In addition, the ipg encountered a pacing problem with exhibited high right ventricular (rv) lead thresholds. However, the rv lead tested normal on a manual test through the ipg before the procedure and during the case through the analyzer. The ipg was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #analysis information -- (B)(4) 2014 17:56:58 cst pli# 10 product ID# vedr01. The device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
Correction: the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.